Manufacturer narrative:
Add'l info: 1627487-12192011-003-r. This ipg serial number is included in field advisories. Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.

Event description:
It has been reported the pt has been experiencing difficulties initiating a communication between the ipg and both the charging sys and the pt programmer. A replacement charging sys did not resolve the issue. The pt is working with his physician to determine the next course of action. Surgical intervention may be undertaken at a later date to address the issue.